Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported prior to non detachment there were no issues encountered. No pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Product analysis: as found condition: the pushwire was returned for evaluation inside of a biohazard bag and a shipping box. There was no instant detacher, coil or catheter returned with the pushwire. Visual inspection/damage location details: the implant coil appeared to be detached from the pushwire. The shield coil was intact with no damage. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at the distal break indicator (manual detachment location); it appeared that the manual detachment was attempted at this location. The break indicator, ai and coupler tubing were found missing and not returned. It appeared that the mechanical detachment was attempted at this location. No bend was found on the pushwire. All other subassemblies appeared to be normal, and no other anomalies were observed. ¿ testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.071mm @ 0.063mm; measured 0.082mm @ 0.127mm; measured 0.094mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00280¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00460¿ and found to be within specifications. Conclusion: based on the analysis performed, the customer report of "non-detachment" was not confirmed as the pushwire was returned with the implant coil already detached from the pushwire. However, the root cause could not be determined. Based on the returned device, there was evidence of manual detachment as the pushwire was found broken at the manual detachment location with the coin pulled back from the lumen stop. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Possible causes of resistance include patient tortuous anatomy and lack of continuous flush during delivery. There was no non-conformance to specification identified that led to the reported issue. Since the implant coil, instant detacher, break indicator, ai, coupler tubing and catheter were not returned; any contribution of the implant coil, instant detacher, break indicator, ai, coupler tubing and catheter to the non-detachment issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a coil could not be detached. The patient was being treated for an aneurysm in the anterior communicating artery. The max diameter was 3mm and the neck diameter was 2mm. Them patient blood flow and vessel tortuosity was normal. The devices were prepared according to the instructions for use (IFU).  The physician attempt to detach the coil with the instant detacher 3 times. The physician did not try with another detacher. There was no issue with the instant detacher. No symptoms were reported.